Manufacturer narrative:
Date of event is estimated during processing of this incident, attempts were made to obtain complete event and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient experienced pain at the ipg site. Reportedly, the physician noted the ipg appeared more superficial. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was repositioned.

Manufacturer narrative:
Additional information: e1: initial reporter.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The additional h6 health effect - impact code was inadvertently excluded in the previous follow-up report. The additional code has been added to this report.

Event description:
Issue was resolved.

Event description:
Additional information received indicates that the ipg was implanted slightly deeper addressing the issue.

Manufacturer narrative:
Serial number, lot number, expiration date, UDI - device manufacture date.